Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
It was reported that patient underwent surgical intervention on (B)(6) 2022 and their lead was explanted and replaced for a unknown reason. No further information is available at this time.

Manufacturer narrative:
The reported event for high impedances was not confirmed due to be incomplete. As received, the lead was received incomplete with only the terminal end lead segments (47.8cm and 49.1cm) being returned. The lead was cut due to the explant procedure. Microscopic inspection of the lead segments did not identify any fractures. Full functional test could not be performed due to being incomplete. Functional testing of the terminal end lead segments was performed by measuring continuity between the contacts and the end of the corresponding cut wires. No opens were observed in the terminal end lead segments.

Event description:
Additional information received reports that patient's lead was explanted and replaced due to impedance issues.